Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non -physiologic intervals causing inappropriate mode switch due to uni polarity on the right atrial (ra) lead was noted on an electronic transmission. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.